Event description:
Additional information received reported that there was never an issue with the patient's personal therapy manager (ptm). The physician had requested guidance on how to program the patient's ptm. With the way the patient's ptm was programmed before, the patient was unable to get boluses during her waking hours because of how it was scheduled. After doing reprogramming the patient was able to get boluses during waking hours and was doing fine. It was noted therewas never an issue with the ptm or the patient. No further information was provided.

Event description:
It was reported that the personal therapy manager (ptm) was ¿not working.¿ the event logs were reviewed and the ptm appeared to be working. The patient received an error code of 8286-empty reservoir. There was only one bolus denial (on (B)(6) 2014) on the entire report. The reporter decided to increase the dosing rate from 105 mcg/day to 125 mcg/day. The bolus dosage was also increased from 10 mcg to 15 mcg. The increase was completed in an attempt to manage the patient¿s pain level because of increased activity. The healthcare provider (hcp) felt that the ptm was working properly. It was also noted that the display was difficult to read on the clinician programmer. It was unknown what drug the pump was delivering.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID 8840, serial# unknown, product type programmer, physician; product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).